Manufacturer narrative:
FDA antimicrobial effectiveness panel does not require the device to kill the organism. Lot number of solution used by pt is unk, and the manufacturer does not have any pt information that would allow us to further our investigation of the lot number and adverse event details. It is unk if the device failed to meet specifications, as we have not received the complaint sample for analysis nor have we received any identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typical used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the facility regarding eye infections from acanthamoeba.

Event description:
A corneal specialist reported hearing of a female pt being diagnosed with acanthamoeba keratitis. The doctor stated, that the pt was cultured and returned as positive for acanthamoeba. The doctor stated that he would advise the family to contact amo for further information. The root cause has not been established.